Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the ats45 device was received with the firing mechanism damaged and with two reloads present. Reload a was received partially fired and with cartridge lockout spring damaged; reload b was received unfired. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed with the returned device; however the returned reload b was tested for functionality with a test instrument. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The returned device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the reload unit could not fire successfully for the fourth stroke. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.